Manufacturer narrative:
Additional information: the device was manufactured from may 18, 2018 - may 21, 2018. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a sterile repeater pump tube set was leaking. The leak was discovered during preparation of benzylpenicillin. There was no patient involvement. No additional information is available.